Event description:
Complainant alleged that during patient set up of the device for possible use on a patient, the device screen displayed a "status 90" error message when the device was charged during the defibrillation test. The complainant indicated that there was no patient involvement in the reported malfunction.